Manufacturer narrative:
(B) (4). (B) (4). Dissection is not generally associated with a wire quality issue. The vessel morphology was not provided; however, it was reported that there was intense calcification, which may have contributed to the dissection. The cross it guide wire instructions for use (IFU) states: examine the tip movement under fluoroscopy before manipulating, moving or torquing the guide wire...do not push, auger, withdraw or torque a product that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. The reported dissection appears to be related to the operational context of the procedure and are not an indication of a product quality deficiency. The 1.5 x 12 mm voyager (part 1011391-12, lot unk), is being filed under a separate MFR#.

Event description:
Device issue: none. Adverse event: dissection. Onset of adverse event: during the procedure. It was reported that the whisper guide wire was advanced, but did not cross the lesion. Then a cross it guide wire was advanced and a dissection occurred. The dissection was treated with a vision stent. A voyager 2.5 x 12 balloon was attempted for post dilatation; however, it did not cross the lesion. A voyager 1.5 x 12 was used and crossed without an issue. The lesion reportedly had intense calcification and the voyager 1.5 x 12 balloon was inflated to 30 atmospheres and the balloon ruptured. The product was removed from the patient with no further issues. No additional event or patient information is available.